Manufacturer narrative:
According to the customer contact, "stool infiltrated into foley through balloon port. Also infiltrated the seal on foley". The customer reports the foley was replaced due to the reported incident. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Stool infiltrated foley requiring replacement.